Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-00126. It was reported that during a percutaneous coronary intervention procedure, stent jailing occurred. The patient presented with an acute myocardial infarction. Vascular access was obtained via the right femoral artery. The physician was treating a 99% stenosed lesion located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. Another manufacturer's guide wire crossed the lesion and thrombectomy was performed three times. The lesion was then pre-dilated with another manufacturer's 2.0x15mm balloon catheter at 6atms for 30 seconds. A 3.00x24mm liberte bare stent was implanted in its intended location in the lesion and post-dilated. The stent was fully deployed and well apposed. Ivus was then performed which showed that the 2nd diagonal branch was jailed by the implanted liberte stent. The physician wanted to perform plain old balloon angioplasty (poba) to the 2nd diagonal to improve blood flow, therefore, a pt graphix 182cm guide wire was advanced through the liberte stent and into the 2nd diagonal. After the pt graphix crossed into the 2nd diagonal, angiography was performed and the physician determined that blood flow was "recovered" and poba was not necessary. The pt graphix guide wire was withdrawn from the patient with some resistance. Angiography was performed again, at which point the physician noted "something within the implanted liberte stent." The pt graphix was checked outside the patient and it was noted that approximately 2cm from the distal tip was detached. It is thought that the tip remains between the branch and the stent. The procedure was considered complete at this point. There were no further reported patient complications and the patient status is stable.